Manufacturer narrative:
(B)(4).

Event description:
It was reported that false auto mode switch episodes were observed due to competitive atrial pacing leading to pseudo-pseudofusion. Programming changes were recommended; device remains implanted. No further information available.